Event description:
Rptr was implanted with silicone gel breast implants on both right & left; she has been diagnosed with autoimmune disorder, liver enzyme dysfunction, fibromyalgia, paresthesias of hands & feet; pituitary gland disorder; thyroid gland disorder, carpal tunnel syndrome, hypesthesia; chronic acute hepatitis a; acute response to myelin & positive antimyelin antibodies; elevation of sgot & sgpt; elevation of hav antibodies & antismooth muscle antibodies; deteriorating eyesight; chronic blepharitis; capsular contraction; chronic fatigue; gastroenteritis; inflammed esophogus; fibrocystic disease in both breasts; fibroma in both breasts, memory loss and impairment; sleep disorder & headaches.